Event description:
Sorin group (B)(4) received a report that an x mark appeared over the battery icon and the battery life percentage disappeared on the display of the ups module during a procedure. Power cycling the system resolved the problem and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 ups module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an x mark appeared over the battery icon and the battery life percentage disappeared on the display of the ups module during a procedure. Power cycling the system resolved the problem and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.